Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, including the date of the event, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the regional repair center indicates that foreign objects in the nozzle, c cover and distal end were found. There was no patient involvement.